Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing detached as it popped off from the infusion set. No further information available